Event description:
It was reported that iag bc pro global wing grn 18ga x 1.16in needle did not retract properly. The following information was provided by the initial reporter: the needle did not retract properly upon removal. There was no harm to the patient or to the nurse who quickly noticed the problem.

Manufacturer narrative:
Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received one retracted unit and three unopened units. A visual / microscopic evaluation of the units was performed. There was no mechanical/physical damage observed to any of the components (spring, needle hub, grips). The unopened units were tested for needle retraction failure by depressing the button. The units retracted as expected and without resistance. The retracted unit was returned to the un-retracted position during which no catching or defects were noted. The device was then retracted by depressing the button. The needle retracted immediately and no catching was observed. The hub and spring were removed from the device and visually inspected for damage. No damage or defects were observed to the hub or spring. Bd was unable to duplicate or confirm the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that iag bc pro global wing grn 18ga x 1.16in needle did not retract properly. The following information was provided by the initial reporter: the needle did not retract properly upon removal. There was no harm to the patient or to the nurse who quickly noticed the problem.